Event description:
The facility reported to largo customer service a pump with failure code 810:02. This problem was identified prior to use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 18 2007. Evaluation summary:the reported condition of failure code 810:02 was confirmed in the pump's event history file on channel a during product evaluation. Inspection of the device found that this failure code was caused by an out of specification air in line printed circuit board (ail pcb). The ail pcb was therefore recalibrated.